Manufacturer narrative:
Findings: pump was received with high idle current due to corroded b1 on mb. No unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed low battery life. The patient's blood glucose level was ok at the time of the call. The customer sent the product back for analysis.